Event description:
Customer called lfs on 8/12/2002 alleging their ot basic meter was prompting the clean test area message. The issue was unresolved with troubleshooting. Customer experienced symptom of tiredness, but did not seek medical intervention. No further information has been reported. Meter has been replaced for customer.